Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a motor error and buttons were hard to press. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had a frozen display. Customer stated that the water was in the screen. Customer stated that the insulin pump was rejecting the new batteries. Customer stated that the insulin pump had an unexplained no delivery alarm. The insulin pump will not return for the analysis.